Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded episodes of undersensing and inappropriate shocks on the day of implant. As a result, the patient continued to be hospitalized after the implant. Technical services (ts) reviewed the device data and discussed troubleshooting recommendations. The s-ICD remains in service. No additional adverse patient effects were reported.